Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone via intrathecal infusion pump for non-malignant pain. It was reported the patient had an MRI on (B)(6) 2020 and the logs show a stall along with a stopped pump period message on (B)(6) 2020. The pump was not read post-MRI. The hcp re-read the logs and recovery was noted. The patient did not hear the alarm prior to going to the hcp office and their pump was interrogated. The alarm would no longer sound. No symptoms were reported. It was reviewed that the reservoir volume should match with what was expected.